Manufacturer narrative:
H6: per a review of the complaint file, omitted a150201 and added a150203.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
32-year-old patient presented in cardiogenic shock; impella 5.5 placed uneventfully. Amiodarone infusion started for tachycardia, discontinued the following morning. Systemic heparin held due to low ptt and hematoma/bleeding at old crt-d site; purge solution changed from bicarbonate to heparin. Placement signal readings higher than cuff bp but no changes in motor current, flows, or purge pressures. Placement monitoring disabled due to stable impella position. Patient anemic, receiving iron; hemolysis noted and transfused 1 unit prbcs. On (B)(6) 2025, the impella 5.5 was exchanged due to persistent optical sensor issues. Post-exchange, the patient had transient left-sided neurologic deficits (paralysis, numbness, tingling) that fully resolved without residual deficit. Intermittent ao/lv signal loss occurred with stable motor current and pump flows. Patient successfully transplanted on (B)(6) 2025. Hemolysis likely due to pump, however, tachycardia diagnosis was pre implant impella (aicd placed earlier). Hematoma at aicd site likely due to anticoagulation and not impella pump. Pump 2 with resolved stroke symptoms likely due to pump. Patient experienced placement signal issues. Placement signal showed an offset, reading higher than patient blood pressure. Unclear if any manual offsets were applied through the console before or after this offset appeared. Position unknown alarms also appeared at a later date, most likely resulting from low native heart pulsatility. Per IFU: "when a patient has poor native ventricular function, the placement signal may remain pulsatile; however, the amplitude will be dampened and both the minimum and maximum values will be greater than zero because the aortic valve does not open and the impella 5.5 with smartassist catheter raises the aortic blood pressure above the ventricular pressure during systole. In a situation of low native heart pulsatility, the automated impella controller may not be able to determine the catheter position.